Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, lot# n648587005, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received gabalon baclofen (unknown concentration, 30mcg/day) in an implantable pump for spastic cerebral palsy. The patient experienced inflammation around the back pocket with on onset date of (B)(6) 2017. A wound infection was suspected. The severity was listed as serious 4; "disability: dysfunction interfering with activities of daily life." The adverse event outcome was unrecovered as of (B)(6) 2017. The causality was reported as not related to the drug, catheter, pump, or surgical procedure. Removal of only the spinal catheter was planned for (B)(6) 2017. Both the pump and catheter were not planned to be removed. The attending physician's assessment indicated there was no causal relationship between the adverse event and the intrathecal baclofen therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.